Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal two tampons elongated and fell apart leaving pieces inside. She was able to remove the remaining tampon pieces. She experienced vaginal dryness. Her symptoms have now resolved.